Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient was getting up to 90% then gets hung up on. The patient reported feeling like they were getting their boluses but did not see a bolus confirmation and was not getting locked out. The caller was not with the patient at the moment. It was recommended to have the patient call patient services to have their data cleared. Additional information received from the healthcare provider via a device manufacturer representative indicated that the ptm software issues were resolved by dr. (B)(6).